Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint for ¿no communication¿ was not confirmed. The ipg was returned adequately charged and communicated with lab utilities; blue screen utility, ate. The ipg was tested to manufacturing specifications using the autotester and passed all portions of the test. No physical or functional anomaly was observed that would contribute to the reported communication issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs implant procedure was extended approximately an hour due to the ipg not communicating with external devices. The patient's physician decided to replace the ipg and communication was established. The patient reportedly has effective stimulation postoperatively.